Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the device tissue pad peeled off during output. There was no output error message received. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode and settings at the time were seal and cut 1, seal 3. The device was inspected prior to use with no abnormality noted.

Manufacturer narrative:
The full name of the facility is (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that the tissue pad was worn and the tip was partially peeling back. Root cause for the event cannot be conclusively determined. However, based on device evaluation, a likely mechanism causing the reported event might be the following: the grasping section was closed without grasping anything while the output was activated in seal and cut mode. (This includes after tissue resection) this might have caused the tissue pad to wear out and peeled off partially. The instructions for use includes the following statements that warn against the issue as below. Therefore, it is likely that user handling contributed to the event. Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: patient information is not available.

Event description:
Addendum aug 3, 2022: procedure is transoral videolaryngoscopic surgery. The procedure was completed without any delay. The patient did not need additional anesthesia.